Event description:
I had lasik on my right eye and soon after developed large floaters. In addition, I have had five retinal detachments in the eye and may end up legally blind in the eye. Lasik on right eye in 2000.